Manufacturer narrative:
One photo was shared by the customer, showing a broken nano clave connector from the stopcock, some plastic deformation and beach / stress marks were observed on the photo. The complaint of cracks was able to be confirmed based on the photo shared by the customer. However, without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The DHR lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01may2026 has been used as a placeholder. The device is available for evaluation; however, has not been received.

Event description:
The event involved a 148" (376 cm) appx 18.8 ml, 15 drop primary set w/2 clave¿, remv 3 gang 4-way clave¿ stopcock, spin luer, 2 ext. It was reported that the middle stopcock had completely broken off. There was no reported patient involvement or harm.